Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, race, and ethnicity, were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection and packaging of the lot 10998140. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2020-00133. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the aneurysm embolization procedure targeting a 3mm neck, 3.2mm x 4.3mm ¿right rear traffic aneurysm¿ with vascular twists and turns in the (B)(6) male patient with a history of diabetes for many years, the 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device (enc452200 / 10998140) was chosen to replace another the 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device (enc452200) from the same lot number (10998140) after it was reported that this first stent encountered resistance at the y-connector and it was difficult to advance the stent even with force. The replacement stent encountered the same issue; it was advanced with difficulty to the m1 segment, but after several failed attempts to deploy the stent, the physician removed both the stent and the prowler select plus microcatheter and replaced both devices. The procedure was successfully completed with the replacement devices. It was reported that adequate flush was maintained through the catheter. Both stents were still attached to their respective delivery wires when they were removed. For both stents, there were no damage to the actual stent or its delivery system. The prowler select plus microcatheter had a bit of kinks when it was removed from the patient. It was reported that there was an approximate 40-minute procedural delay due to the reported event. The physician was not happy because the procedure was not smooth due to the issues with two consecutive stents not able to be deployed. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the lab on 05/28/2020; the returned product underwent evaluation and analysis. [Conclusion]: the healthcare professional reported that during the aneurysm embolization procedure targeting a 3mm neck, 3.2mm x 4.3mm ¿right rear traffic aneurysm¿ with vascular twists and turns in the 61-year-old male patient with a history of diabetes for many years, the 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device (enc452200 / 10998140) was chosen to replace another the 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device (enc452200) from the same lot number (10998140) after it was reported that this first stent encountered resistance at the y-connector and it was difficult to advance the stent even with force. The replacement stent encountered the same issue; it was advanced with difficulty to the m1 segment, but after several failed attempts to deploy the stent, the physician removed both the stent and the prowler select plus microcatheter and replaced both devices. The procedure was successfully completed with the replacement devices. It was reported that adequate flush was maintained through the catheter. Both stents were still attached to their respective delivery wires when they were removed. For both stents, there were no damage to the actual stent or its delivery system. The prowler select plus microcatheter had a bit of kinks when it was removed from the patient. It was reported that there was an approximate 40-minute procedural delay due to the reported event. The physician was not happy because the procedure was not smooth due to the issues with two consecutive stents not able to be deployed. There was no report of any patient adverse event or complication. The product was returned for evaluation and analysis. The investigation is documented below. Investigation summary: the non-sterile 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device was received contained in a pouch. Visual inspection was performed. There were no observable damages noted on the returned device. The device was in good condition. The functional evaluation could not be performed due to the condition of the returned 150cm x 5cm prowler select plus microcatheter; the microcatheter was kinked at 128 cm and 133 cm from the proximal end. It was documented in the complaint that when the microcatheter was removed from the patient, kinks were observed. A lab sample prowler select plus microcatheter was used; the microcatheter was flushed with a lab sample syringe. After the microcatheter was flushed, the 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device was introduced into the microcatheter and it able to advance without encountering any resistance friction. Lake region medical performed a review of the device history records relative to the manufacturing, inspection and packaging of the lot 10998140. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The complaint documented that the 4.5mm x 22mm no distal tip enterprise® vascular reconstruction device encountered resistance at the y-connector and it was difficult to advance the stent even with force. It was advanced with difficulty to the m1 segment, but after several failed attempts to deploy the stent, the physician removed both the stent and the prowler select plus microcatheter and replaced both devices. The issue was not confirmed based on the testing of the returned device with the lab sample prowler select plus microcatheter. The microcatheter that was used during the procedure was not used for the testing due to the kinked condition observed on the returned device. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that the kinked areas on the microcatheter was the contributing factor to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2020-00133 and 3008114965-2020-00135. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.